Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump and purge cassette were returned for evaluation. Analysis of the data logs showed "suction" alarms throughout support with the p-level unable to exceed p-4. No damage was noted on the pump upon visual inspection. Functional testing of the pump passed. Based on the available information, the root cause of the low pump flow was related to patient condition, specifically to the patient's volume with ECMO use. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 47-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The patient had suction when the device ran above p-5. Multiple experienced physicians attempted to reposition multiple times under echo and transesophageal echocardiogram (tee) but were unable to without getting suction above p-5. The patient needed to be decannulated from ECMO and remain only on 5.5 support. Therefore, the device was replaced to achieve p-9 flows. There were no reports of harm to the patient.